Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.

Event description:
Patient reported exchange with no complaint against the device. Healthcare professional reported right side "patient experiencing strong symptoms of pain and discomfort", intracapsular rupture, and capsular contracture baker grade IV. Device remains implanted.